Event description:
When using apc(argon plasma coagulation) on this patient to cauterize oozing in the stomach, the screen would flicker and go black for a few seconds when initiating cauterization. Also happened on another pt during a hot snare of a polyp. Both cases we were still able to cauterize and hot snare despite the glitching. Escalated the glitching to management. Gi4000 (cautery device) olympus high definition lcd monitor- model: oev262h sn (B)(6).